Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly, rewind anomaly or unexpected motor noise noted. The motor was tested outside of the unit and passed. Device powered up properly when a test battery was installed. No unexpected battery type alarm noted when the test battery was installed. A test battery was removed and reinserted with no failed battery test alarm noted. Device was monitored for 1 day. No unexpected low battery alarm or off no power alarm noted. Device uploaded properly using carelink. No upload/download anomaly noted. Device had intermittent buttons on the esc button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. No missing address/serial number label or labeling anomaly noted. Device had a stained address/serial number label, minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had issue with insulin pump and getting label worn off. Blood glucose level was unknown at the time of incident. Troubleshooting was not performed. The device will be returned for the analysis.